Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer verify request had been rejected. A technical support specialist (tss) verified the medbank myqlink and identified the rejection. The tss contacted the pharmacy and confirmed that the rejection was due to an unreceived prescription. The system functioned as intended after the technical support specialist verified the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the customer verify request was rejected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.